Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the pim assembly. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a

Manufacturer narrative:
Updated fields- b4, d9, g1(contact person ¿ mfg site), g3, g6, h1, h2, h11. The failure analysis and testing department received the following parts associated with this complaint: drive manifold assy- this part was received with a reported unit failure message of leaking helium circuit. Performed visual inspection of this part received and part looks to be in good condition. Installed drive manifold assy into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual. The failure analysis and testing department verified failure message of leaking helium. Performed all manifold tests and drive manifold tests failed with result of vacuum leak diff. Pres. 46mmhg, pressure leak diff. Pres. -85mmhg, the factory specifications is +-25mmhg for vacuum leak diff. Pres. And +-55mmhg is for pressure leak diff. Pres. Drive manifold assy. Failed testing. Sending drive manifold assy. To the supplier per procedure. Pneumatic interface module-the fat department performed a visual inspection of this part and found that the part is in good condition. The failure analysis and testing department installed pim (pneumatic interface module) in the cardiosave test fixture and tested to factory specifications per procedure number and the cardiosave service manual. The failure analysis and testing department could not verify the failure of leak in helium circuit. The pim passed all manifold tests successfully. Retaining the pim in fat department per procedure. The failure analysis and testing dept. Received another with a reported unit failure of a leaking helium circuit. The fat performed a visual inspection and found the part to be in good condition. Part was returned without a safety disk. The fat installed the pim in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Fails the pim leak test with leak differential pressure at -23mmhg. Confirmed the reported failure but no root cause identified. Retaining the part in the failure analysis and testing department per procedure.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium circuit. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.